Manufacturer narrative:
On 04/27/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 05/12/2017 software investigation completed. Findings are that they are unable to determine probable cause without further information. Suspect user error as the drape may have pulled emitter into misalignment. No software anomaly. No parts were replaced. No parts have been received by manufacturer for analysis. In trouble-shooting, it was determined the patient drapes were stuck to the emitter and the patients head tilted toward this during the procedure, causing the tracker to be too close. The medtronic representative observed a subsequent procedure to adjust their registration technique and position the emitter differently and not tape the drapes to it.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged an inaccuracy occurred. The axiem was deemed to be over 2-3 millimeters inaccurate and the patient tracker could not be seen approximately 1 hour after surgery began. The accuracy of the navigation system was fine pre-op and draping. The surgeon opted to discontinue the use of the navigation system to continue the procedure to completion. Delay in therapy was approximately 5 minutes. There was no impact on patient outcome.